Event description:
The valve was implanted in 1995 (exact date unknown). In the end of 2002 and in 2003 the valve pressure could not be changed and the device was explanted. Examination upon removal of the valve revealed an internal component had become dislodged.